Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low flow alarms for 20 minutes on (B)(6) 2020. The hospital changed from wall power to batteries and back to wall power without any flow change. No other symptoms or alarms were observed. Mean arterial pressure was stable, there was no evidence of bleeding, and hemoglobin and hematocrit remained stable. Heart rate was without arrhythmias and remained stable. Patient had no complaints. Hemolysis labs were obtained. An echocardiogram (echo) was pending and an electrocardiogram (EKG) was obtained. Hospital was considering x-ray. The pump running was verified. There was no hematuria. Pulsatility index was slightly elevated. Ventricular assist device coordinator palpated pulse and was able to feel pulse. There was no evidence of poor cardiac output. Hospital was holding off on controller change until log files are read and echo was evaluated for thrombus. Log file review showed low flow alarms starting on (B)(6) 2020. The echo and computed tomography angiography (cta) did not give any additional information per the provider that reviewed the images. The atrioventricular opening was increased relative to the echo which had been obtained a few days before. The cause of the low flow alarms was unable to be confirmed. The hospital presumed thrombosis. The low flow alarms did not resolve. The patient had a stroke and the decision was to not proceed with any intervention. The pump was decommissioned with outflow graft plugging. The patient was admitted to hospice. The stroke was embolic. There were no changes to patient condition or anticoagulation status that may have contributed to the presumed pump thrombosis and/or to the stroke. There were no changes to pump parameters that may have contributed to the presumed thrombosis. A cta head scan was used to diagnose the stroke. Patient showed symptoms of left side down, with the upper extremities mores so that the lower extremities; a facial droop; and somnolence.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log files provided by the account confirmed a continuous low flow alarm; however, a specific cause for this event could not be conclusively determined. A direct correlation between the suspected thrombus, log file findings and the reported events could not be conclusively established. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events/log file findings could not be conclusively established. The controller event log file contained data from (B)(6) 2020. On (B)(6) 2020, estimated flow dropped from 4.7 lpm, to 1.7 lpm between 1:29:07 am and 1:29:12 am. At 1:29:12 am, a low flow fault flag became active due to the estimated flow dropping below the low flow threshold of 2.5 lpm. This fault persisted throughout the remainder of the file and resulted in a low flow hazard alarm. This alarm lasted approximately 49 minutes and 15 seconds, during which time, the estimated flow ranged from 0.0-0.3 lpm. A specific cause for the observed low flow events could not be conclusively determined. Despite these events, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The hm3 lvas IFU lists stroke and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. This document also lists thromboembolism as a potential late postimplant complication and further instructs the user to inspect the ventricle, remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Furthermore, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log files provided by the account confirmed a continuous low flow alarm; however, a specific cause for this event could not be conclusively determined. A direct correlation between the suspected thrombus, log file findings and the reported events could not be conclusively established. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events/log file findings could not be conclusively established. The controller event log file contained data from (B)(6) 2020. On (B)(6) 2020, estimated flow dropped from 4.7 lpm, to 1.7 lpm between 1:29:07 am and 1:29:12 am. At 1:29:12 am, a low flow fault flag became active due to the estimated flow dropping below the low flow threshold of 2.5 lpm. This fault persisted throughout the remainder of the file and resulted in a low flow hazard alarm. This alarm lasted approximately 49 minutes and 15 seconds, during which time, the estimated flow ranged from 0.0-0.3 lpm. A specific cause for the observed low flow events could not be conclusively determined. Despite these events, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account reported that despite the low flow events, the patient was asymptomatic and no hemodynamic changes were observed. The patient had stable mean arterial pressures (maps) in the 70s and a heartrate in the 80s without arrhythmias. Lab results revealed stable hemoglobin and hematocrit (hgb/hct) levels and no signs of hematuria. An echo was scheduled to evaluate for thrombus. During the low flow events, the patient was changed from wall power, to batteries, and then back to wall power without any flow change. The pump was verified to be running by the controller and auscultation; however, a controller exchange was held off until the echo results were obtained. The echo and cta revealed that the patient¿s aortic valve opening had increased, relative to the echo results obtained a few days prior; however, these tests did not give any additional information regarding thrombus. Although the cause of the low flows could not be confirmed, the account presumed pump thrombosis. The patient¿s low flows did not resolve. The patient showed signs of left-sided weakness in the upper extremities more than the lower extremities, facial droop, and somnolence, and was found to have suffered an embolic stroke. The stroke was confirmed through a head cta and the decision was made to not proceed with any interventions. The heartmate 3 lvas was decommissioned with outflow graft plugging. There were no reported changes to patient condition, anticoagulation status, or pump parameters that would have contributed to the suspected thrombus or stroke. The pump was explanted on (B)(6)2020. The patient was admitted to hospice care. Additional information was communicated on (B)(6) 2021 reporting that it was believed that the patient may have had an outflow graft obstruction. The explant was not associated with the recovery of cardiac function and the account is unsure if the device operated as intended. The patient was not implanted with an additional mechanical circulatory support device. No product available for investigation. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and device thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Additionally, section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.